Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the complaint of "hole at hose assembly" was confirmed. During the pre-repair diagnostic assessment, the device failed the visual assessment as a "cut in hose" was identified. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6), stating that the device has a "hole at hose assembly." The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.